Manufacturer narrative:
Due "to" character restrictions e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure, there was no pressure source. There was no harm caused to patient.

Manufacturer narrative:
Corrected fields; d4 (UDI). A getinge field service engineer (fse) was dispatched in order to evaluate the unit. The fse could not replicate the issue, and tested the unit for an hour with no issue. The unit passed all safety and functional testing and was returned to the customer for clinical use.

Event description:
N/a